Manufacturer narrative:
This is 3rd of 4 report. The device is not available to the manufacturer.

Event description:
It was reported that during the m1 occlusion treatment, the physician used the subject guidewire to bring the microcatheter and distal access catheter into the internal carotid artery. During advancing the subject guidewire, the physician felt resistance and lack of trackability inside the catheter. Further in the procedure, the physician found the distal tip of the subject guidewire was found fractured inside the patient's anatomy. The physician was unable to retrieve the broken tip of the subject guidewire out of the patient's anatomy and it remained inside the patient's anatomy. No further information available and the procedure was not completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the m1 occlusion treatment, the physician used the subject guidewire to bring the microcatheter and distal access catheter into the internal carotid artery. During advancing the subject guidewire, the physician felt resistance and lack of trackability inside the catheter. Further in the procedure, the physician found the distal tip of the subject guidewire was found fractured inside the patient's anatomy. The physician was unable to retrieve the broken tip of the subject guidewire out of the patient's anatomy and it remained inside the patient's anatomy. No further information available and the procedure was not completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, it was found an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 36cm and 196cm from the proximal end. The guidewire was noted to be broken/fractured 9.5cm from the distal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection cannot be performed due to the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was resistance, lack of trackability during advancement, there was friction encountered when advancing inside the microcatheter (inside the patient anatomy). Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The patients anatomy was not torturous. Microcatheter, guidewire, and distal access catheter were devices used in the procedure in conjunction with the subject device. During analysis, the guidewire was noted to be kinked/bent at 36cm and 196cm from the proximal end and broken/fractured 9.5cm from the distal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated there were no anomalies noted. Although the as reported 'guidewire does not have smooth movement' and 'guidewire difficult to advance' could not be confirmed during analysis it is possible that the guidewire may have encountered some procedural factors during use that resulted in difficulties navigating the device in the microcatheter or anatomy and causing it to fracture. An assignable cause of procedural factors will be assigned to the as reported as well as analyzed 'guidewire distal tip broken/fractured during use' and the as reported 'guidewire does not have smooth movement' and 'guidewire difficult to advance' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The as reported 'un-retrieved device fragments' was not confirmed during analysis as the device was returned intact. The as analyzed 'guidewire kinked/bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.